Event description:
Hillrom received a report from a hillrom technician stating the screws on the cross bar of the frame, that allows the slope to be raised, came loose and the whole bed went forward. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hillrom received a report from a hillrom technician stating the screws on the cross bar of the frame, that allows the slope to be raised, came loose and the whole bed went forward. There was no patient/user injury reported. An inspection of the bed by a hillrom technician found the screws were unscrewed/unsecured and not broken. Additionally, it was confirmed by the hillrom technician that maintenance of the screws was improperly completed. The screws were not fastened with the loctite material referenced in the service manual preventative maintenance. It is noted that the last two maintenances of the associated bed were performed by hospitec and not by hillrom. The affinity 4 bed was directly repaired after the reported event by the customer¿s biomedical team on site. The affinity® 4 birthing bed is intended to be used as a birthing bed for women of child bearing age in an ldr (labor, delivery, recovery) or ldrp (labor, delivery, recovery, postpartum) setting within the acute care labor and delivery market. It is not intended for use as a general hospital bed. The affinity® 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity® 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity® 4 birthing bed. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in 11/06/2020. It is noted that the last two maintenances of the associated bed were performed by hospitec and not by hillrom. The account confirmed they repaired the bed by properly using loctite and adding a screw from stock. Based on this information, no further action is required.